Manufacturer narrative:
Tosoh technical support asked the customer to inspect the wash probe tip, to confirm the tip is still in place and that there are no beads present. Following this inspection the customer was asked to install fresh wash and diluent, prime thru and rerun qc. The customer reran the quality controls after changing the wash and diluent and priming the lines and all control results were within acceptable range. The problem was resolved over the phone and the aia-600ii analyzer was returned to use. The most probable cause of the reported event is related to the b/f washing system. The aia-600ii operator's manual was reviewed and indicates the following: maintenance is essential to the reliable performance of the aia600 ii. Proper maintenance is one of the most important aspects of a complete quality assurance program the following materials should be checked by the operator daily: wash solution - verify that there is sufficient volume for the number of tests being run. Check the expiration date, and replace the wash solution if necessary. Diluent - verify that there is sufficient volume for the number of tests being run. Check the expiration date, and replace the diluent if necessary. Substrate - remove the cleaning solution bottle and replace with a sufficient volume of substrate. Note the substrate volume by viewing the volume guide located in the rear of the compartment. Check the expiration date and replace the substrate if necessary. In addition, the wash probe should be cleaned weekly. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4) .

Event description:
On (B)(6) 2016, the customer called tosoh technical support to report that during use of the aia-600ii analyzer, the quality controls have shifted up for troponin. The ck mb was not affected. The customer further reported that they are using supplier bio-rad qcs and when they noted this problem, they reran the controls using a fresh control of the same lot; however, the controls were still high.